Event description:
Boston scientific crm received information that, during a follow up procedure, it was observed the device pocket of where this right ventricular (rv) lead is implanted may be infected. The physician elected to perform a debridement and explant procedure. There were no other adverse patient effects reported.

Manufacturer narrative:
This rv lead was explanted, but will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.